Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event and treatment information was not reported. Dianeal and extraneal therapies were ongoing. The patient was reported to have recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.